Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition but the screen was scratched. No issues were found with the device alarming "high pressure". The device was tested 3 times all 3 test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received that this smiths medical cadd legacy pump, exhibited high pressure alarms. It was reported that the patient was admitted to hospital and stated that the pump having issue. Additional information received that the patient did not clearly state if the hospitalization was directly related to the pump. According to the report the patient did receive medical treatment at the hospital and was using a hospital pump until the patient received replacement pumps. No clinical injury reported.